Manufacturer narrative:
The devices used in treatment have not been returned for evaluation therefore we are unable to establish a relationship between the reported events therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. No batch lot number has been provided however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history file contains further instances of the reported event, currently being monitored with actions being taken to reduce further instances however, this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for blockage was displayed even though the canister was not blocked. This problem was solved by exchanging the canister five times. There was no patient harm norese no delay. Canisters will not be returned. Lot number cannot be confirmed.